Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial #: (b)(64, implanted: (B)(6) 2015, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 05-may-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving bupivacaine (40mg/ml at 3mg/day) via an implantable infusion pump. It was reported that the patient's pump was being replaced as the patient wanted a larger reservoir as she traveled for long periods of time and wanted a longer time between refills. During the surgery the doctor could not aspirate the catheter access port. They disconnected the catheter and the spinal portion was clamped with drug in it. The doctor thought that because the patient was very large and the way she was laying on the operating table might have caused the issue. They were going to try to aspirate the catheter again. No patient symptoms were reported. No further complications were reported.

Event description:
Additional information received from a manufacturer representative (rep) and confirmed with a healthcare professional (hcp) reported the hcp did not aspirate again because the patient was feeling relief in the morning. The cause of the issue was that the hcp believed it was the patient position. The patient was lying on their back during the first time of aspiration. It was noted that the issue has been resolved. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.